Manufacturer narrative:
Qn #: (B)(4). The customer report of: "...device misfired..." Was confirmed. Confirmation is based on interpreting the reported event to mean that the returned device did not create a urolift implant within the patient. The failure mode of bone strike prevented the device from creating an implant. This is a known possible outcome of the procedure and is not indicative of a device malfunction. This investigation has determined that the device encountered the following failure modes: ul - needle broken: needle broken occurs when the needle strikes bone. The probable root cause of this failure mode is use error - unintentional - cannot determine. Ul - CT did not unsheathe : the CT was unable to deploy due to the damaged needle interfering with CT deployment. The probable root cause of this failure mode is use error unintentional - cannot determine. Teleflex will continue to monitor and trend for complaints of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "the device misfired". No report of patient harm or injury.